Event description:
(B)(6) - it was reported by the consumer that the pronto m91 brakes were not holding, and the unit would roll away, resulting in the user scraping his side while transferring from a recliner to the unit. Additionally, it was reported that he has also fell on (B)(6) 2013 ((B)(6) =MDR).

Manufacturer narrative:
(B)(4) - two MDR reports will be submitted for this complaint, because of different events and dates were reported, and the file numbers are the following: (B)(4) (MDR).